Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient went to the physician office after receiving a shock. The physician reported that this device could not be interrogated due to the device reaching end of life (eol). The patient was admitted to the hospital. This device was explanted, and a new device implanted. A new device was implanted. The explanted device will be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this patient went to the physician office after receiving a shock. The physician reported that this device could not be interrogated due to the device reaching end of life (eol). The patient was admitted to the hospital. This device was explanted, and a new device implanted. A new device was implanted. The explanted device will be returned for analysis. Besides surgical intervention, no adverse patient effects were reported. As of today, the device has not been returned for analysis. We are actively seeking additional information from local representatives to identify the location of the device and attempt to retrieve it for return analysis. As of today, the device has been returned, and per the germany medical device implementation act (mpdg), patient consent has been received. Product analysis will be completed, and final report will be submitted.+ as of today the product analysis has been completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Telemetry was normal upon return. A full memory dump was completed, and device communicated with the programmer. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of shocking, pacing, sensing, and recording functions of the device commensurate with battery voltage. The device operated normally.